Event description:
New information notes that the device was explanted and replaced. Patient's condition was good.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up, an alert for prolonged charge time of capacitor was observed. Physician decided to re-evaluate the patient in few weeks. Patient was implanted in secondary prevention and was not admitted to the hospital. Patient was in good condition. Review of session records revealed that the charge has timed out twice. Device replacement was recommended.